Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 49 mg/dl. Customer had administrated a manual bolus via pump, but the bolus was too much insulin for customers needs, which resulted in a low blood glucose level. Customer addressed low bg by consuming carbohydrates. Customer continued to use pump for insulin therapy.